Manufacturer narrative:
Testing and investigation found that the device passed testing by sounding an audible alarm tone during an alarm condition. However, additional testing found the device distal sensor pin was broken off. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that there was no audible alarm tone during an alarm condition. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were provided. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.